Event description:
It was reported that this lead was surgically abandoned due to undersensing. The cause was not conclusively determined. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was surgically abandoned due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.